Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels and stating that the insulin pump alarmed no delivery at least 3 times in one day. She reported that she changed out the site, infusion set tubing, reservoir and insulin, and she found an occluded infusion set cannula due to blood at the site. The customer's blood glucose was 453 mg/dl, which was treated with a manual injection. She was able to lower her blood glucose to 401 mg/dl. She stated that she had not tried all remedies and was advised to do so. She was advised to run a 5.0 unit fixed prime, and she stated that insulin exited but the insulin pump alarmed no delivery. She was advised to change the infusion set and return the set for analysis due to a possible occlusion.